Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from baxter (B)(6) of peritonitis in a patient coincident with dianeal pd1 1.36% and dianeal pd 4 2.27% therapies. On (B)(6) 2012, the patient was admitted to the hospital. On the same day she experienced peritonitis. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was started on vancomycin (2 grams, intraperitoneal injection (ip)) and ciproxin (500 milligram, twice daily). The patient remained hospitalized. The outcome was not reported.

Manufacturer narrative:
(B)(4). (B)(6). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.